Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent oversensing due to myopotential was observed on freeze captures. Programming changes were made and oversensing was resolved. Review of session records also noted an episode of inappropriate antitachycardia pacing therapy for bigeminal premature ventricular contractions.